Event description:
Customer reported readings of 420 & 80 md/dl completed within 10 minutes on one adc meter. Test was performed on the finger. Results when plotted on a parkes error grid fell into the "c" zone showing the difference tobe clinically significant. There was no report of death, serious injury or mistreatment with this event.